Event description:
A boston scientific biventricular pacer-defibrillator was interrogated by a boston scientific programmer in the electrophysiologists office. After the interrogation was completed and the devise was still in wireless communication with the programmer, a loud alarm from the programmer was heard and the patient immediately received a shock from the defibrillator. The patient was awake and alert when this occurred and experienced significant pain during the shock. She did not lose consciousness or have any arrhythmias when the shock occurred or afterwards. A reintegration was performed and she received an inappropriate shock of 41 joules commanded by the programmer to her defibrillator. The stat shock button on the programmer was not pressed by staff and was clear of any obstacles. The boston scientific programmer was removed from service and is now in the possession of the boston scientific for analysis by their technical team. FDA safety report ID # (B)(4).